Manufacturer narrative:
Concomitant medical products: c6tr01 ipg, implanted: (B)(6) 2015; 4968-35 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had high threshold that increased significantly from previous measurements, varying lead impedance and loss of capture. A chest x-ray showed a fracture of the lead. The lead was partially removed and replaced. No patient complications have been reported as a result of this event.